Manufacturer narrative:
Nihon kohden orangemed will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the respiratory therapist (rt) entered the patients room and noticed that the ventilator continued to ventilate the patient while the graphic user interface (gui) touchscreen was black. The rt touched the brightness control button and the gui returned to normal. There was no harm to patient and the patient was placed on another ventilator.

Manufacturer narrative:
Evaluation completed.